Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 2.0, 2.1, 3.0; lab: 1.7, 1.7, 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per tsr, comparisons between inratio and lab were done within mins of each other. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, product is not expected to return. No further investigation will be required. As of 11/05/2009, nine discrepant result complaints were reported for lot # 214429 yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.